Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that following a radiation treatment the patient requiring the patient to use 4 to 5 pads per day for the incontinence. The aus remains implanted and active.